Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used during spyglass procedure performed in the biliary duct on (B)(6), 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost approximately 10 minutes into the procedure. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were no elevator marks on the shaft of the catheter. No damage was noted. An image assessment was performed. The device was plugged into the controller. No image was displayed and the device was not recognized, confirming the reported complaint. Real-time x-ray was used to image the distal tip, including the camera and wires. The x-ray showed a camera wire appearing damaged at the camera housing/cap. In the handle, no damage was observed to the printed circuit board (pcb) or camera wire. The reported event was confirmed. The condition of the wires suggests a lack of controls regarding camera wire handling during the manufacturing process (likely during camera/pof potting, stuffing, and/or pof bonding), resulting in nicked insulation of the camera wires. It is likely that the damage to the camera wire, as well as exposure to saline and/or procedural fluids, shorted out the camera during the procedure, causing the reported visualization issue and introducing potential corrosion. An investigation has been completed to address visualization issues due to camera wire damage. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used during spyglass procedure performed in the biliary duct on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost approximately 10 minutes into the procedure. The pocedure was not completed due to this event. There were no patient complications reported as a result of this event.